Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("the consumer reported a lot of pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of overweight. As concurrent condition the report mentioned uterine bleeding. The only concomitant product mentioned was clexane (enoxaparin sodium) since (B)(6) 2021. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("endless cramps"), abdominal distension ("lot of swelling in abdomen"), genital haemorrhage (" excessive bleeding"), back pain (" pain in the lower back"), headache ("headache"), metal poisoning ("increased nickel levels"), vaginal necrosis ("necrosis and rotting of the reproductive area") and mental disorder ("psychological shock"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on 18-(B)(6) 2021. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, genital haemorrhage, headache, mental disorder, metal poisoning, pelvic pain and vaginal necrosis to be related to essure administration. The reporter commented: unknown date: consumer underwent an insertion procedure of the contraceptive device, which devastated her life. The procedure is performed without anesthesia unknown date: while the consumer still had the essure in her body, she was told by health professionals that the symptoms were due to some psychological shock. The consumer informed that on the next medical consultations the causality between the symptoms and essure was discarded, and she did not have any medical assistance. However, years later, the pelvic pains and lower back pain were proved to be directly connected to the device and the essure removal was recommended. Unknown date: consumer reported that after essure removal, her health improved 90%. On the same date, patient filled a consent term for the performance of the procedure. Due to very deep colon, surgery had high risk. No events occurred. After surgery, good general condition, flaccid abdomen, abdominal sounds +, a little painful to the touch in peri incisional area. Patient was given a medical certificate informing the need for 14 days off work. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.344 kg/sqm. [Colposcopy] on (B)(6) 2021: ¿ epithelium represented in the sample: squamous and glandular; inflammation; bacillus observed [eosinophil count ( 1- 5 %)] on (B)(6) 2019: 8; on (B)(6) 2020: 6.6 [pathology test] (date unknown): uterus weighing 101.4 g, 5.3 x 6.2 x 3.2 cm. External surface partially covered by a smooth, brownish serosa. Pink color myometrium, 1.2 cm of thickness, endometrial cavity of 3.9 cm of length and pink color, 0.3 cm of thickness. Face a of the uterus was painted in blue nankin and face b was painted in green nankin. Tubal metallic structure was observed adjacent to uterus in tube a. In tube b. No metallic structure was identified. 2 intramural nodules with fibroelastic consistency and whitish color measuring 0.2 and 0.5 respectively in bigger diameter. Tube a with 4.2 cm in length and 0.6 cm in diameter. Smooth serosa bright and grey. Virtual light was observed. 3 cysts with serous content measuring 0.5, 1.3, and 1.4 cm in bigger diameter. Tube b with 7.1 cm in length and 0.5 cm in diameter. Smooth serosa bright and grey. Virtual light was observed. 1 cyst with serous content measuring 0.4 cm in diameter. Conclusion: 1 intrauterine device (essure); uterine tubes presenting congestion and paratubal cysts, not atypical. Uterine leiomyomas intramural and not atypical. Secretory endometrium. No malignity signals in this sample [thyroxine free (1.0- 1.6 ng/dl)] on (B)(6) 2019: 1.72 [ultrasound scan vagina] on (B)(6) 2019: uterus in anteversus-flexion, medialized; heterogeneous myometrial echotexture, presenting a nodule on the subserosa posterior wall measuring 12 x 9 mm. Virtual uterine cavity. Centered and homogeneous endometrial echo. In the interstitial region of the fallopian tube, linear echo-refractive images can be seen bilaterally, which probably correspond to essures. Uterus (mm) 85 x 54 x 46, 109 cm3 endometrium 3 mm. Uterine nodule that may correspond to myoma and images suggestive of essure; on (B)(6) 2020: ¿ presence of solid nodule with regular contour, hypoechoic, measuring 1.0 x 0.4 x 1.0 cm; on (B)(6) 2020: uterus volume: 120 cc with homogeneous myometrium. Intratubal devices normally positioned. Ovaries normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jul-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("the consumer reported a lot of pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of overweight. As concurrent condition the report mentioned uterine bleeding. The only concomitant product mentioned was clexane (enoxaparin sodium) since (B)(6) 2021. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("endless cramps"), abdominal distension ("lot of swelling in abdomen"), genital haemorrhage (" excessive bleeding"), back pain (" pain in the lower back"), headache ("headache"), metal poisoning ("increased nickel levels"), vaginal necrosis ("necrosis and rotting of the reproductive area") and mental disorder ("psychological shock"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, genital haemorrhage, headache, mental disorder, metal poisoning, pelvic pain and vaginal necrosis to be related to essure administration. The reporter commented: unknown date: consumer underwent an insertion procedure of the contraceptive device, which devastated her life. The procedure is performed without anesthesia unknown date: while the consumer still had the essure in her body, she was told by health professionals that the symptoms were due to some psychological shock. The consumer informed that on the next medical consultations the causality between the symptoms and essure was discarded, and she did not have any medical assistance. However, years later, the pelvic pains and lower back pain were proved to be directly connected to the device and the essure removal was recommended. Unknown date: consumer reported that after essure removal, her health improved 90%. On the same date, patient filled a consent term for the performance of the procedure. Due to very deep colon, surgery had high risk. No events occurred. After surgery, good general condition, flaccid abdomen, abdominal sounds +, a little painful to the touch in peri incisional area. Patient was given a medical certificate informing the need for 14 days off work. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.344 kg/sqm. [Colposcopy] on (B)(6) 2021: ¿ epithelium represented in the sample: squamous and glandular; inflammation; bacillus observed [eosinophil count ( 1- 5 %)] on 15-may-2019: 8; on (B)(6) 2020: 6.6 [pathology test] (date unknown): uterus weighing 101.4 g, 5.3 x 6.2 x 3.2 cm. External surface partially covered by a smooth, brownish serosa. Pink color myometrium, 1.2 cm of thickness, endometrial cavity of 3.9 cm of length and pink color, 0.3 cm of thickness. Face a of the uterus was painted in blue nankin and face b was painted in green nankin. Tubal metallic structure was observed adjacent to uterus in tube a. In tube b. No metallic structure was identified. 2 intramural nodules with fibroelastic consistency and whitish color measuring 0.2 and 0.5 respectively in bigger diameter. Tube a with 4.2 cm in length and 0.6 cm in diameter. Smooth serosa bright and grey. Virtual light was observed. 3 cysts with serous content measuring 0.5, 1.3, and 1.4 cm in bigger diameter. Tube b with 7.1 cm in length and 0.5 cm in diameter. Smooth serosa bright and grey. Virtual light was observed. 1 cyst with serous content measuring 0.4 cm in diameter. Conclusion: 1 intrauterine device (essure); uterine tubes presenting congestion and paratubal cysts, not atypical. Uterine leiomyomas intramural and not atypical. Secretory endometrium. No malignity signals in this sample [thyroxine free (1.0- 1.6 ng/dl)] on (B)(6) 2019: 1.72 [ultrasound scan vagina] on (B)(6) 2019: uterus in anteversus-flexion, medialized; heterogeneous myometrial echotexture, presenting a nodule on the subserosa posterior wall measuring 12 x 9 mm. Virtual uterine cavity. Centered and homogeneous endometrial echo. In the interstitial region of the fallopian tube, linear echo-refractive images can be seen bilaterally, which probably correspond to essures. Uterus (mm) 85 x 54 x 46, 109 cm3 endometrium 3 mm. Uterine nodule that may correspond to myoma and images suggestive of essure; on (B)(6) 2020: ¿ presence of solid nodule with regular contour, hypoechoic, measuring 1.0 x 0.4 x 1.0 cm; on (B)(6) 2020: uterus volume: 120 cc with homogeneous myometrium. Intratubal devices normally positioned. Ovaries normal. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 15-jul-2024: medical record received. Event adverse event is replaced with pelvic pain female. New events lower abdominal pain , abdominal distension, genital bleeding, back pain, headache, metal poisoning, necrosis of reproductive area were added. Medical history, concomitant drug were added. Lab data including (pathology report) were added. Patient date of birth, height, weight added. New reporters were added. 15-jul-2024: patients address details corrected. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.